Event description:
Occurrence of bilateral cataracts in a patient who used poligrip (super poligrip original denture adhesive cream) for loose dentures. The consumer contacted the MFR regarding a product complaint. A physician or other health care professional has not verified this report. The consumer's past medical history included cigarette smoking. On an unknown date, about six to eight years ago, the pt started using poligrip (dental). In 2002, the pt was diagnosed with bilateral cataracts and underwent same day corrective surgery for the cataracts in 2002. In 2004, pt had a recurrence of the cataracts and again underwent same day corrective surgery in 11/2004. Treatment with poligrip was continued. The event is resolved. Neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.